Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. The footswitch settings were checked with no problems noted. The footswitch was replaced as a precaution. Preventative maintenance was performed. The system was then tested and met all product specifications. A visual assessment of the returned footswitch did not reveal any nonconformity. The footswitch was tested and passed all testing. A review of complaints for the last 24 months did not indicate any additional similar reports for this footswitch. The root cause is unknown. (B)(4.)

Event description:
A customer reported during a retinal repair proportional reflux was unavailable. Additional information was requested. Additional information was received from the surgeon indicating during a retinal surgery where the patient had multiple retinal tears, part of the torn retinal flap became entrapped in the tip of the 23 gauge probe. The surgeon tried to engage the reflux function of the footswitch, but it did not work. He was finally able to get the entrapment released, but the retinal tear had enlarged slightly. The retina was repaired with no additional issues from the slight enlargement. The reflux function was able to be used later in the case with no problems. The surgeon that stated he didn't think it was necessary to provide any additional information as the issue was not related to the probe of the system.